Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2003v and the haptic tore off. The lens was cut to be removed without enlarging the incision. No patient injury.

Manufacturer narrative:
Evaluation codes: results = a visual inspection of the returned product shows the optic is torn off and a portion is torn off and missing. There is a haptic torn off. There is clear and blood residue on the lens. Conclusions: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.